Manufacturer narrative:
(B)(6). The lot was manufactured july 7, 2016 ¿ july 8, 2016. The device was received for evaluation with approximately 100 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from the fill port during filling with 90 ml of glucose and 2 ml of vomex-dimenhydrinate. There was no patient involvement. No additional information is available.